Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that the customer went to hospital due to high blood glucose on unknown date with blood glucose of 900 mg/dl. Customer was going to bed, and when customer woke up the next morning and she was at blood glucose 600 mg/dl and then called the emergency medical treatment and we went to the hospital. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of hospitalization details has been received which was not included with the initial report. The information has been included with this report. (B)(4).

Event description:
It was reported that customer was hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 900 mg/dl. The customer treated with intravenous insulin. The customer dispatched from emergency medical service to house. It was also stated they had sensor glucose verses blood glucose issue leading to hospitalization.